Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent lever and shaft assembly were replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bag to vent switch was stuck in vent mode. Manual mode was not available. There was no report of patient involvement.